Event description:
"Cuff broke during pre-test"

Manufacturer narrative:
Description of complaint: cuffs broke during pre-test. Batch paperwork: batch and complaint records indicated no such problems with this order retain sample: the retain sample trachael and bronchial cuffs were inflated and immersed in alcohol and water - no leakage was detected. Cause: the bronchial and tracheal cuffs of returned unit was inflated and immersed in alcohol and water - lekage was detected from tracheal cuff only. Closer examination revealed 30-35mm "v" shaped slit on body of trachael cuff parrallel to main tube body. Microscopic examination revealed that slit was caused by "tearing" action. Single wall thickness of tracheal cuff was measured away from damaged area and was found to be within blueprint specifications. Summay of analysis: quality: returned units did not cause injury to pt. Confirmed: reported problem was detected on examination of returned unit. Non - justified: there is no evidence to suggest that reported problem occurred in house. Corrective action / comment: all co's cuffed catheters undergo four hour inflate/deflate test prior to packing and it is at this point that any defects are removed from order. Operators are aware of delicate nature of cuffs and handle product with great care throughout production process.